Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable was damaged and the cable wires were exposed. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose value was 154 mg/dl. Replacement cable was sent to customer.